Event description:
It was reported that the procedure was to treat instent restenosis of a stent deployed in the left iliac. After using a laser first on the stenosis, the 8x40 mm armada 35 balloon catheter was being used for dilatation; however, the balloon ruptured at 4 atmospheres on the first inflation. Another 8x40 armada 35 balloon was used successfully to complete the case. The armada 35 was prepped per the instructions for use with no issues noted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.